Event description:
It was reported that the patient presented the hospital due to unrelated issues, and the pacemaker had no battery. It was alleged that no patient notifier was received. No resolution was reported. Further information was requested but not received.

Manufacturer narrative:
The reported event of no vibration notifier and premature battery depletion were not confirmed. Analysis found the notifier and longevity to be normal. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
It was reported that the patient presented the hospital due to unrelated issues, and the pacemaker had no battery. It was alleged that no patient notifier was received. The device was explanted and replaced. The patient was stable before, during, and after the procedure.